Manufacturer narrative:
Correction: the balloon completely failed to inflate and the stent was not deployed. The procedure was completed using another stent in which the inflation device was used successfully. The patient was reported to be alive with no injury. Product analysis summary: the device returned with the stent remaining on the balloon and balloon folds still intact. The stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wrap. Deformation was evident to the most proximal wrap with struts raised. The balloon was inflated to nominal pressure with no issues and maintained pressure. The stent expanded as expected. The balloon was then deflated with no issues. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a lesion. The device was inspected with no issues noted. Negative prep was not performed. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device and no excessive force was used during delivery. It was reported inflation difficulties occurred during stent deployment at 12 bar. No patient injury was reported.